Event description:
Caller reported not seeing drops of insulin at the end of the tubing during the fill tubing step of the load sequence and restarted the process with a new cartridge and infusion set. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller in completing the load process and resuming insulin delivery.